Event description:
The patient¿s pump was implanted in the upper left quadrant slightly above the inside of the rib cage. Per the patient, all of a sudden the she was feeling an uncomfortable stabbing pain. There was no redness, no fever, and it was not discolored. She had not had a massive increase in her pain and had not heard any pump alarms. It did not look like a seroma; it was a ¿new sensation¿. The patient thought that the pain may be coming from where the catheter attached to the pump. The patient had lost weight and the pump moved so that it was not right where the incision was. The pump didn¿t completely control the patient¿s pain enough to get her off of her oral medication. She had hydrocodone and acetaminophen. The physician would not increase her intrathecal medication. Another physician had told the patient that she was on a very small dose and if she was his patient he would have adjusted the dose. The patient was looking for a new pump managing physician as her physician no longer supported intrathecal pump pain management. The device system was delivering dilaudid. When the patient had a ptm (personal therapy manager), she used all of her boluses for a maximum dose of 0.289mg/day. After she stopped using the ptm, the physician reduced the dose to 0.2mg/day. It was later reported by the physician¿s office that the patient had complained of pain around the pump site after a refill. The patient had no fever, chills, swelling, or erythema around the pump site. No troubleshooting, interventions, or actions were taken; they were continuing to observe. The outcome was reported as ¿unknown¿.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).